Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure a distal dissection occurred following stent implantation. Both pre and post dilatation was performed with a balloon catheter of a larger diameter than the stent which is contrary to what is recommended in the instructions for use. Attempted med intervention was unsuccessful, and the area was allowed to infarct. No other pt injury or complications were reported.